Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported that the clips were malformed. The case was completed with the same device. There was no consequence to the pt.